Manufacturer narrative:
Device investigation could not be performed. Though lot history review could not be performed as no lot information was available, it is inferred that the subject device was appropriate and free of defect since all the devices are inspected for meeting products specifications and shipping criteria. With the provided information, reported vessel perforation is presumed to have occurred by the guidewire of which tip was kept knuckled/prolapsed during the procedure, and the guidewire was advanced into further distal section than previously confirmed section during the stenting operation to other vessel. Warning section of the IFU describes: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip; otherwise the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal guide wire tip and its location in the vessel are visible during wire manipulation. Never push, auger, withdraw, or torque a guide wire that meets resistance. ...resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapse position. Other wise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action.

Event description:
While the subject guidewire was advanced to lcx with its tip end knuckled, balloon predilatation and stenting was performed to lmt-lad with no notable irregularity. At the end of the stenting, it was noticed that the subject guidewire in the lcx had been advanced further into the distal of the lcx and vessel perforation was observed with blood perfusion in pericardium. Blood drainage and coil embolization was performed. Patient is under stable condition.